Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log could not be downloaded therefore no review could be performed. The reported device was not sent back as repairs were performed locally by infusystem (3rd party repair company). In order to solve the described issue the cpu board was replaced and sent to brézins for further investigation. We take note that there is no mention of battery or power supply board replacement. Upon visual inspection of the provided cpu board, it was noticed that the memory chip u7 was damaged likely due to a fall of the device. The board was cross-tested and the device triggered a technical error 10 right from the start. This event was directly linked to the impact seen on the cpu board. As the device was constantly in error, no further test could be performed. Regarding the battery charging issue and the device not being able to switch on, this has not been reproduced. This type of event can only be analyzed with the affected component or related device therefore the root cause of the event remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Unit could not be turned on, cpu board was replaced.